Event description:
In 2005, the doctor broached and trialed with the size 15 provisional stem. When he began to insert the size 15 implant, it got stuck half way in, which led to a fracture in the mid-humerus.